Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00376. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from customer, reporting a v60 ventilator was not able to start up. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device and reported the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.